Event description:
The account alleged that the siderail would not latch. No injuries reported.

Manufacturer narrative:
The account stated that the left head siderail post were bent and missing lower pivot bolts which interfered with the siderail latching. The account replaced the lower pivot bolts and straightened the siderail posts to resolve the issue.